Event description:
It was reported that the customer was hospitalized from (B)(6) 2014 for diabetic ketoacidosis. Customer ate something that she thinks led to the incident and that it was not due to the insulin pump. Customer's blood glucose level was 473 mg/dl. Customer was vomiting and unable to sit up. Paramedics were called and customer was treated by shots and a drip. Customer spent 2.5 days in the hospital. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for about half an hour before going to the hospital. Customer confirmed the settings were retained. Customer was assisted with setting up a new reservoir and set. Customer declined troubleshooting since the pump was not the reason she was hospitalized. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.